Manufacturer narrative:
The insulin pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, cracked select button keypad overlay and faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had cracked casing on the insulin thread and reservoir ring. The patient's blood glucose at the time of incident was 172 mg/dl. The caller was unable to confirm how the damage occurred. The insulin pump was returned for analysis.